Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, as of (B)(6) 2023, there are 608 hips implantations with the profemur preserve classic hip stem in the german registry (eprd). There were 5 new revisions compared to last year, revisions reported for the following reasons: 1 periprosthetic fracture, 1 other and 3 unknowns. This incident is capturing 3 unknowns.